Event description:
It was reported to philips that the allura device would not boot up. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the coronary procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting, the fse found ip-pc communication problem with the host pc and additional testing revealed that the bios battery voltage level was low. The fse replaced the bios battery and reseated hdd, ram and all connections. After replacement of the bios battery and reseating the connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.